Event description:
It was reported that during a procedure to fuse t12-l3 using posterior fixation, several break-off set screws could not be broken off. The surgeon twisted off the tab of the break-off set screw outside of the operative site and implanted them. No other complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacture for evaluation. We are unable to determine the cause of the event.